Event description:
Philips received a complaint by the customer on the v60 indicating that the primary alarm failed. It was reported there was no patient involvement at the time the issue was discovered. A third-party service resolved the issue for the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E: (B)(6) hospital (B)(6) reporter/institution phone (B)(6)